Event description:
The customer reported via phone call that they were hospitalized for experiencing low blood glucose and broken hip. The customer¿s blood glucose level was 95 mg/dl at the time of incident. The customer did not experienced any symptoms of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.